Event description:
The distributor reported that the guidewire could not be removed from the needle. It was reported that it appears that the guidewire was pulled back against the bevel of the needle, a procedure which is specifically described as an inappropriate technique in the dirctions for use.